Event description:
It was reported when the nurse removed the catheter, she pulled on it and the tip separated. The pt was lying down at the time of removal. It was noted it was not pulled with excessive force. The tip is retained in the pt and a decision was made to not remove it. There was no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.